Manufacturer narrative:
Product analysis summary: a kink was evident to the hypotube. The stent was positioned between the markerbands but not meeting specifications due to deformation of the distal wraps. No deformation was evident to the distal tip. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a moderately calcified lesion exhibiting 90% stenosis located in the diagonal branch. The device was inspected with no issues noted. The lesion was pre-dilated. It was reported that stent deformation occurred in vivo during positioning / advancement. The procedure was completed using a non- medtronic stent. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.